Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a low anterior resection procedure, when the surgeon closed the closing trigger, she noticed it was harder than usual to close (maybe it was because the specimen was too thick for the jaw she thought). She noticed that she could not deploy the retaining pin completely. She did wait 15 sec for tissue compression. She then activated the instrument normally. But then, when the surgeon wanted to reopen the jaw, she pressed on the release button but it did not open, it was stuck on the tissue. The pin was curved (not straight anymore) and the staples were not formed properly, it looked like the it got misaligned during firing. She had to pull very hard to reopen the device jaw and release the recto-sigmoid tissue. Since the staples were not formed properly on the staple line, the surgeon completed the procedure with another like device and took an extra margin. It was confirmed that the final leakage test was ok. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).batch # p55c93. The analysis results showed that the cs40g device was received with the pushrod bent and with a reload cartridge reload loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have six staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. No functional test was performed due the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.